Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received alert code 38 indicating a motor stall followed by an unable to proceed alert; a guided dry run was successful, and the user then observed a bent connector piece needle associated with the infusion set, which explained the inability to proceed and a failure to infuse insulin. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a review and analysis of information provided by the user, and a successful dry run. Investigation of this case revealed a communications-related problem identified during troubleshooting and that the event was consistent with a failure to infuse due to a bent connector component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.